Event description:
As reported by the field clinical specialist (fcs), after successful a septostomy performed, the 26mm s3ur was advanced across the 29mm non-edwards valve in the mitral position without incident. The valve appeared coaxial on fluoroscopy upon crossing. The implanting team initiated the deployment sequence and upon initial attempt to inflate the balloon, there was resistance with the inflation syringe. The ventricular side of the balloon 'dog-boned' partially. The balloon on the delivery system then 'ruptured' and the team had difficulty recapturing the balloon in the sheath. The commander delivery system was able to be successfully removed with the esheath as a unit. Once outside the body, a spiral tear was noted at the proximal end of the balloon shaft. A non edwards balloon was then used to fully deploy the 26mm s3ur and imagery confirmed full expansion of the 26mm s3ur. However, the patient became hypotensive and CPR was administered. Tee displayed posterior pericardial effusion. A pericardiocentesis was performed and rosc was obtained for a brief period before patient went asystole and was pronounced as deceased. Per photos provided, a balloon tear and system components separated was observed on the delivery system after removal from the body.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), after successful a septostomy performed, the 26mm s3ur was advanced across the 29mm non-edwards valve in the mitral position without incident. The valve appeared coaxial on fluoroscopy upon crossing. The implanting team initiated the deployment sequence and upon initial attempt to inflate the balloon, there was resistance with the inflation syringe. The ventricular side of the balloon 'dog-boned' partially. The balloon on the delivery system then 'ruptured' and the team had difficulty recapturing the balloon in the sheath. The commander delivery system was able to be successfully removed with the esheath as a unit. Once outside the body, a spiral tear was noted at the proximal end of the balloon shaft. A non edwards balloon was then used to fully deploy the 26mm s3ur and imagery confirmed full expansion of the 26mm s3ur. However, the patient became hypotensive and CPR was administered. Tee displayed posterior pericardial effusion. A pericardiocentesis was performed and rosc was obtained for a brief period before patient went asystole and was pronounced as deceased. Per photos provided, a balloon tear and system components separated was observed on the delivery system after removal from the body. Per the fcs follow up, the pericardial effusion was due to perforation of the apex. It is unknown what caused the perforation.

Manufacturer narrative:
Supplemental report for no device returned evaluation. The device was not available for return. As the device was discarded, a visual inspection, functional testing and dimensional testing could not be performed. Imagery was provided by the field. The balloon tear at inflation/crimp balloon bond and bunched over nose tip was seen. The guidewire lumen and balloon spring stretched, likely detached within the y-connector was identified. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the relevant complaint codes. During the manufacturing process, multiple visual inspections and tests are performed throughout the process. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The commander IFU and commander with s3ur and esheath+ procedural training manual were reviewed. No IFU/training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) for the commander delivery system (all models and sizes) was performed with the codes identified below. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. Of the root causes identified, the following are potentially applicable to the complaint event: procedural (withdrawal of burst balloon), and procedural factors (withdrawal of burst/torn balloon, excessive manipulation). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive, as the cause of the perforation is unknown. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. The complaints balloon burst and inflation difficulty were unable to be confirmed due to lack of device return or applicable imagery. However, the complaints for inability to withdraw system through sheath, balloon torn, and system components separation were confirmed by evaluation of returned imagery. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. However, a review of the device history record, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, ''upon initial attempt to inflate the balloon, there was resistance to inflation with the atrion. The ventricular side of the balloon 'dog-boned' partially. The balloon on the delivery system then ruptured and the team had difficulty recapturing the balloon in the sheath''. As no abnormalities were observed during device preparation, it is possible that patient factors contributed to the reported inflation difficulty, such as tortuosity. Tortuous anatomy can present difficult angles or constrained conditions resulting in higher resistance for the delivery system to overcome during tracking and subsequently affecting inflation. Per the training manual, ''to prevent kinking of the delivery system, do not torque the handle while rotating the flex wheel'' and ''ensure the edwards logo is facing up on the delivery system.'' It is possible that the system was excessively manipulated/torqued during tracking, compromising the integrity of the components involved in the fluid path and contributing to the reported slow inflation of the balloon. However, without further information or applicable imagery of patient anatomy, a definitive root cause of the inflation difficulty is unable to be determined at this time. While no additional information or imagery was provided, several factors may contribute to balloon burst, such as calcification or interaction with pre-existing bioprosthesis. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. During thv deployment into a pre-existing bioprosthesis, the inflation balloon may interact with the pre-existing bioprosthesis, such as the frame or calcified leaflets. Such interaction may compromise the structure of the balloon as mentioned above, leading to balloon burst. Due to lack of device and relevant procedural/patient information, a definitive root cause of the balloon burst is unable to be determined. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation and/or balloon tear. As the thv was able to be partially deployed, the balloon did not tear during valve alignment, and likely tore either during or after valve deployment, such as during withdrawal of the delivery catheter. Evaluation of the provided imagery showed a torn I/c bond. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in a pra. As identified in the pra, high forces on the system during system retrieval may result in the crimp balloon tearing. The evaluation of the returned devices didn't show the presence of any manufacturing non-conformances. Review of available information suggests that procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and separation. Regarding balloon burst, inflation difficulty, system component separation, and withdrawal difficulty, since no device problem was identified affecting distributed product, no pra is required. Regarding the balloon tear, per management discretion, the balloon torn issue and its associated risks have previously been documented and assessed in a pra. No product non-conformance was identified during the evaluation. In this case, the material separation is likely occurred during delivery system withdrawal. Based on assessments performed, the pra remains applicable and no further action is required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required.